Manufacturer narrative:
The products was returned to pentax medical for repair. We checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, we confirmed that the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the lg connector fluid damage, the lcb (light carrying bundle) broken, the insertion flexible tube bump, and the operation channel (primary) kink; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR. Email: (B)(4).

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout).